Event description:
Consumer stated "one of you products almost killed me. The rubber things on the end of the tooth brush came off and went in to my lungs and I almost died. I will call a lawyer if they do not call me I am not trying to be an ass but this is serious." Update: 7/3/2018 consumer claims that the rubber piece went into her lung. She coughed and coughed for multiple minutes and kind of threw up and was able to get the rubber piece out. She recently opened this toothbrush about 2 weeks ago. She feels like her throat is still irritated. She has not sought out any medical attention, she does not have medical insurance.